Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service representative replaced and adjusted the sample probe, reinstalled the service software, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.534 mmol/l, and the repeated result was 5.8 mmol/l.